Manufacturer narrative:
An investigation is in progress to determine the cause of the reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 30-degree endoscope plus had a chip on the glass lens. There was no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the 30-degree endoscope plus had a chip in the lens. A backup endoscope was used. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope plus to perform failure analysis. The endoscope was analyzed and found with an artifact(s) in right eye. Additionally, the endoscope was found with a camera instrument adapter defect. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was found with an endoscope adapter (aea) shaft bearing contributing to friction. The distal window located at distal tip was visually inspected and found cracked. The endoscope was visually inspected and found with cosmetic damage. The nose section of housing exhibited laser marking fading and/or removed. The housing shell exhibited laser marking fading and/or removed. There were minor cut(s) to the cable insulation. The endoscope also failed other functional tests. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.